Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while on a patient the led on the display was "all lit up." The system error 7 alarm occurred, and then alarm rang. However, "the pump did not stop pumping at all" and after "awhile the error disappeared." The pump was exchanged off the patient. There were no reported patient complications.